Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not fully inflating. The cylinders and pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not fully inflating. The cylinders and pump were explanted and replaced. There were no patient complications reported.